Event description:
Additional information from the healthcare provider of the clinical study reported no device malfunction was found.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the stimulation from the patient's implantable neurostimulator (ins) had not been helping their pain for the past 6 months. The patient stated that it just stopped helping their pain and had tried reprogramming which was ineffective. There were no falls or other trauma report that were associated with the issue. The patient stopped recharging the ins so it had depleted 1 month ago. The patient reported they had pain on the right side of their body (legs and back) which started in the past few days. Again, there were no falls or trauma associated with the onset of this pain. The patient had an appointment scheduled with their doctor and wanted to discuss explanting the device. The indication for use for the implanted device was noted as spinal pain. Additional information received reported that the device diagnosis was not applicable. The clinical diagnosis was inadequate pain control from baseline. The outcome was reported as resolved without sequelae. Interventions included explanting and not replacing the entire system. Diagnostic methods included device interrogation/device data which showed inadequate pain relief. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient reported inadequate pain control from her baseline. The spinal cord stimulator was reprogrammed without sufficient relief. The patient declined a trickle charge or further intervention and elected for removal.